Manufacturer narrative:
The product has not yet been returned for evaluation. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately three and a half years after hvad implant, the patient experienced rapidly elevated ldh and increasing pump power. The decision was made to exchange the pump. During the pump exchange procedure it was noted that the outflow cannula of the pump was kinked; therefore, it was also exchanged during the same procedure. The investigation is on-going.